Event description:
It was reported that the patient had the patient had his artificial urinary sphincter pump and pressure regulating balloon components removed due to infection on an unknown date. New artificial urinary sphincter pump and pressure regulating balloon components were reimplanted on (B)(6) 2019. The results were reported as good. Boston scientific has been unable to obtain additional information regarding the circumstances.